Manufacturer narrative:
Customer report was not confirmed. Balloon did not inflate due to leakage from a split in the catheter body that enters the inflation lumen. Split is located at the distal edge of the thermal filiment middle form area. No visible damage to balloon latex.

Event description:
C-cc-bainf - balloon - inflation; it was reported that one of icepharmas client had an incident last week when he was about to put a swan ganz catheter into a patient. He was testing the catheter when the balloon ruptured. The exact event date is not known. Week 2 is specified. Exact model code, lot number will be updated, once the sample is received.